Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that she removed the sensor and there was no electrode, she also stated that the electrode did not stay in the body. The customer¿s blood glucose level was 162 mg/dl. The sensor will not be returned for analysis.